Event description:
A surgeon reported that the tip of the knife blade was not sharp and unable to cut during surgery. There was no pt impact. No additional info is available.

Manufacturer narrative:
Evaluation summary: a sample has not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. All knives are 100% inspected by trained operators using a minimum of (B)(4) magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. No additional info is available. (B)(4).